Event description:
During a lower lumbar radiofrequency procedure, an impedance error occurred and the procedure was canceled. The generator functioned as intended during motor and sensory testing however a yellow bar appeared and there was no impedance reading and an error displaying 3-006. The error code displayed while in lesion mode and also displayed several times while increasing current. The connections were confirmed, the electrode was replaced, and the generator was restarted with no resolution. The procedure was canceled and was rescheduled for a later date. There were no adverse consequences to the patient due to the cancelation.

Manufacturer narrative:
No conclusion code available. Further information from the field confirmed the reported incident occurred due to a faulty adaptor cable there was no malfunction associated with the generator. Initial report ref 3002953813-2018-00022 will be sent for the faulty cable.